Manufacturer narrative:
(B)(4). D10: medical product: oss tibial poly bearing 16mm: catalog#150412, lot#ni; oss axle: catalog#150480, lot#ni; oss poly lock pin: catalog#150478, lot#ni; oss poly tibial bushing: catalog#150476, lot#ni; oss reinforced yoke: catalog#150493, lot#ni; oss non-mod tib plate long 63: catalog#150419, lot#ni; oss tib blk aug 10x63/67 univ: catalog#150426, lot#ni, qty#2; oss cemented im stem 13x150: catalog#150367, lot#ni; oss 8.5cm seg ellipt fmrl-rt: catalog#150495, lot#ni; oss 3cm ellip diaphyseal seg: catalog#150461, lot#ni. Multiple MDR reports have been filed for this event. Please see associated reports: 0001825034-2023-02042; 0001825034-2023-02043; 0001825034-2023-02044; 0001825034-2023-02045; 0001825034-2023-02049. The product will not be returning to zimmer biomet for evaluation as the product location is unknown. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision orthopedic salvage knee prosthesis implantation. Subsequently, twenty-five (25) days post-implantation, the patient underwent revision surgery for unknown reasons. Due diligence is in progress for this event; to date no further information has been reported.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision orthopedic salvage knee prosthesis implantation. Subsequently, twenty-five (25) days post-implantation, the patient underwent revision surgery due to infection. Due diligence is complete as multiple attempts have been made however it was reported that no further information is available.